Manufacturer narrative:
Device received with intermittent button response due to partial unlocked j2/lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery alarm or verify back light anomaly due to buttons not responding. No blank display anomaly noted. Device received with stripped battery cap coin slot. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had unresponsive buttons. The customer stated insulin pump has been non responsive to a new battery with no delivery alarm and also back light was dimmer than it used to be. The customer stated battery cap gets stuck and buttons have to be pressed multiple times. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.